Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that a pump replacement was necessary and sent a replacement pump to the customer. The customer was instructed to return the problematic pump using a prepaid label within ten days and to place the pump into storage mode before returning it. Additionally, the customer was informed that they would receive a pump with updated software and needed to program their settings and connect their continuous glucose monitor to the new pump. The customer acknowledged all instructions and will continue using the current pump as a backup therapy until transitioning to the replacement device.